Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned stretched from original 58 cm to 60 cm. A stretched lead with inner coil distorted may not fully transfer torque to the helix when turning the is-1 connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix would not extend or retract. It was suspected that blood entered the lumen via handling the stylet during the procedure. The lead was attempted/not used. No patient complications have been reported as a result of this event.